Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 33 mmol/l. The customer stated that the insulin pump was not delivering insulin. Customer tried for delivering insulin with insulin pump however there were no insulin came out of the tubing. Customer was able to complete rewind and priming process and they did see insulin exit from the tubing. Customer was treated with manual bolus on the insulin pump. Customer declined for further troubleshooting. The insulin pump will not be returned for analysis.